Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure two resolute onyx stents were implanted into the lad. Cec adjudicated myocardial infarction as a non q wave mi (target vessel) 3rd udmi peri pci in the lad. Side branch occlusion was reported. Cec also adjudicated stent thrombosis as no event. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication.